Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. Pump error 25 found in history file due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer also stated that the insulin pump had replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to continue to wear insulin pump until replacement arrives if they insert a new battery. The device will be returned for analysis.